Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transported to an outlying facility by ambulance due to unresponsiveness. On (B)(6) 2015, the patient's inr was 3.5 and coumadin dose was reduced. He remained on aspirin 325. His inr at the time of death was 2.3. The pump was not explanted. Past history: (B)(6) 2015 - the patient had 2 of 2 positive blood cultures for staph epi and was treated with IV vancomycin. After the course was completed, he was on chronic oral antibiotic therapy with doxycycline for a chronic driveline infection. On (B)(6) 2015 - the patient was admitted for syncope and blood pressure medication was discontinued. The patient continued to have issues with memory and neurology consulted and gave a diagnosis of dementia.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to a subarachnoid hemorrhage. Additional information was requested but was not provided.